Manufacturer narrative:
(B)(4). Test strips not returned for evaluation. Returned meter evaluated with defect found. Qc investigation on (B)(6) 2018 resulted in dead meter. Final root cause: broken inductor due to user/mechanical stress. (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. Product notification letter sent for customer to contact customer care. (B)(4).

Event description:
Consumer reported complaint for dead meter. The expected fasting blood glucose test result range is undisclosed. The customer feels well and did not report symptoms at the time of call however on the follow up call the customer was having contractions and was on her way to the hospital. Possible medical attention is reported as a result of reported symptoms. The product storage location is undisclosed. The test strip lot manufacturer's expiration date is 06/13/2019 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history. We verified that no new battery was used. Meter does not turn on. On follow- up attempt on (B)(6) 2017; customer informed that she was on her way to the hospital due to a high result she obtained with another meter. Customer has gestational diabetes and is having contractions. Customer is four months pregnant. While customer was waiting for the new meter to arrive, she borrowed her friend meter to test. The results was 300mg/dl fasting. Due to the other meter's results of 300mg/dl fasting and the customer's symptoms (contractions), customer went to seek medical intervention. Please note, customer has received new products however, has not use it yet. Unable to reach customer after several further follow up attempts.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-41- dead battery. (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. Product notification letter sent for customer to contact customer care. (B)(4).

Event description:
Consumer reported complaint for dead meter. The expected fasting blood glucose test result range is undisclosed. The customer feels well and did not report symptoms at the time of call however on the follow up call the customer was having contractions and was on her way to the hospital. Possible medical attention is reported as a result of reported symptoms. The product storage location is undisclosed. The test strip lot manufacturer's expiration date is 06/13/2019 and open vial date is undisclosed.the meter memory was not reviewed for previous test result history. We verified that no new battery was used. Meter does not turn on. On follow- up attempt on (B)(6) 2017; customer informed that she was on her way to the hospital due to a high result she obtained with another meter. Customer has gestational diabetes and is having contractions. Customer is four months pregnant. While customer was waiting for the new meter to arrive, she borrowed her friend meter to test. The results was 300mg/dl fasting. Due to the other meter's results of 300mg/dl fasting and the customer's symptoms (contractions), customer went to seeked medical intervention. Please note, customer has received new products however, has not use it yet. Unable to reach customer after several further follow up attempts.